Event description:
A cracked and shattered touchscreen was reported, rendering the pump¿s screen unresponsive and illegible, and the customer was unable to confirm the extent of the damage. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support planned to replace the pump, and the customer was advised to use multiple daily injections as an alternative insulin delivery method. The customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days, with the replacement process confirmed by technical support.